Event description:
The customer reported that the image appeared to be in subtraction mode; however, the customer stated that they were not in subtraction mode. The customer had to use another c-arm to finish the case due to the degradation of the image quality. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.